Event description:
Surveillance study. It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced a malapposition of a stent. The index procedure treated the de novo, type b2, 75% stenosed 2.5x20mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon inflated to 8 atmospheres (atms) and the placement of a 2.5x24mm taxus express2 drug eluting study stent deployed at 20 atms. Post dilation was performed with an unspecified balloon inflated to 24 atms and the pre dilation balloon inflated to 16 atms. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. A 10,000u of heparin were administered. The pt was discharged 3 days later on bayaspirin and plavix. No angina was confirmed at the 1 & 6 month follow up visits. At 309 days post the index procedure at the 9 month follow up visit, an angiogram revealed malapposition of the study stent. A 3000u of heparin were administered. There is no current plan to perform a reintervention at this time. Per the physician, the event relation to the device was listed as "definitely". No angina was confirmed at the 12 month follow up visit.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.